Event description:
It was reported that upon deployment of a vena cave filter, some filter arms were crossed and did not expand. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed, the investigation is currently underway.